Event description:
It was reported that this lead experienced damage and exhibited high out of range pacing impedance measurements, failure to capture and high pacing thresholds. It was decided to surgically abandon this lead. Another lead was implanted instead. No further adverse patient effects were reported.